Manufacturer narrative:
Additional information: in initial report, the manufacturer year was provided only. This follow up has the month included. The month is may. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Device manufacturer year 2018. (B)(4). The system was evaluated by a field service engineer. The field service found no issues with the unit and was not able to duplicate the vitrectomy issues reported. A field service checklist was performed. The unit complied with all factory settings. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
During a cataract extraction procedure, the surgery center reported a capsular tear in the patient¿s left operative eye requiring a vitrectomy procedure and incision enlargement when using the signature pro console and tubing pack model opo73. A description from the surgeon indicated the capsular tear occurred due to the patient¿s movements during the procedure and the patient¿s anatomy. The surgeon stated the capsular tear had nothing to do with the sig pro malfunctioning, but was because of the patient¿s anatomy, however, during the vitrectomy procedure, there was vacuum inconsistencies to no vacuum. The intraocular lens was implanted in the sulcus. The patient¿s post op vision was 20/30 and was referred to retina specialist just to make sure everything was well. This report is for the phacofragmentation equipment. A separate report will be submitted for the tubing pack.